Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2014 the manufacturer's representative (rep) showed the patient how to change to program b. At the time of the report the patient was on the last program which was program c and his programs kept shutting down. In the past three weeks prior to the report they hadn't been able to turn it on. The batteries were changed and the patient's wife was able to change the patient to program c but they didn't have any other programs to try. It was noted if the patient couldn't get stimulation he wasn't able to walk. They tried reaching the rep. But the phone would hang up on them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.